Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie was failed and station displayed a ¿does not detect bus¿ message. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer on aux 4-1, which was not showing cubies. A field service engineer (fse) removed and reseated the row board cables and pyxibus connections. Then the fse ran the hardware test application, and all cubies opened and popped. The system functioned as intended after the field service engineer repaired the device.